Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2014, it was reported that "recently," there had been talk about taking the pump out and the health care provider (hcp) started turning the pump down. The patient could not recall when this started as she lost track, but reportedly, she had gone in every week and the pump was adjusted down. The patient's pump had been alarming for a month and was now empty. The hcp reportedly had tried three medications in the pump. The patient thought morphine was in the pump the first two times and the last time it was filled with dilaudid but she did not remember when the last refill was. No patient symptoms were reported related to the empty pump. The patient had relocated and was not able to find another physician who would manage her pump. She stated she had not been informed that if she moved that she would not be able to find another physician who would agree to manage her pump. She felt this was wrong that once implanted she was "tied to a provider". Additional information was requested to clarify event details, symptoms, medication, resolution and patient outcome. If additional information is received, the event will be updated.